Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2012-13311, 1627487-2012-13312. It was reported the patient was no longer receiving effective stimulation. The patient was reprogrammed twice. The reprogramming created stimulation in all desired pain areas except the lower back/upper buttocks area. The patient was to follow-up with physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.